Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor system alarm. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received two motor error alarms during a bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.